Manufacturer narrative:
Initial reporter phone number: (B)(6). Service was not requested by the site. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the uninterruptible power supply (ups) battery was not supplying power long enough. It was noted that the ups battery was going to be replaced. The issue was attributed to the old age of the battery within the ups. To date, the site had not requested system service. There was no patient involvement.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9733627, serial/lot: unknown. A medtronic representative went to the site to test the equipment. The issue was confirmed and the system battery was replaced. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.